Event description:
After discectomy the surgeon inserted the leopard cage. The insertion seemed a little tight and the implant was catching on something.the insertion tool was removed and the straight impactor used ot seat the cage further. After approx. 20 hits the cage fractured. Surgeon retrieved all of the seen pieces (3 fragments), he packed the area with autograft and vitoss foam the cage was left in place and the surgeon stated that he felt confident that the opposite side and center post of the cage would provide sufficient stability. Situation resulted in a significant delay to the case.